Event description:
It was reported that the patient felt like she was coming down with an infection on the day of the report. The patient did not know if it was related to her therapy and noted that it may have been because she had not drank that much on the day of the report. Two days later, it was reported that when the device was off, the patient felt like she was coming down with a bladder infection, but did not feel that way when the device was on. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3093-28, lot# v759963, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).